Event description:
It was reported that the surgeon revised knee due to patient discomfort, he also felt the knee was unstable. Tibia seemed to come out easier than most, not sure if it was loose or undersized. No other information is available. Doi: (B)(6) 2022; dor: (B)(6) 2022; affected side: right knee.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.